Event description:
I had a lump in my lower abdomen with lots of pain. I had it looked at by a doctor who sent me to have an ultrasound and MRI. He stated that I had a protruding hernia and it would need to be repaired. We scheduled surgery and when the surgery was completed, he said he could not find the hernia or the whole in my stomach muscle. He said he did put in a mesh just in case. Now I have a continuous pain and soreness where he implanted the mesh. The area there feels like the mesh has hardened and I can not bend forward without having to lean to the side. I have requested my medical records to see what type of mesh was put in.